Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. 678717,700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, menometrorrhagia, arrhythmia, breast calcifications and endometrial ablation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, anemia, eczema, bunion, suicidal ideation, abdominal pain lower, nausea and vomiting. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse)"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/ urinary") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, headache, dysmenorrhoea, dyspareunia, abdominal pain and pelvic discomfort outcome was unknown and the pelvic pain, migraine and fatigue had resolved. The reporter considered abdominal pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. The fallopian tube ostia were seen bilaterally without difficulty, however, attempts to pass the coils were unsuccessful in both ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Her demographic was added. Lot number and lab data added. Concomitant medication and condition added. Events: abnormal bleeding (vaginal, menorrhagia) , infection (bladder/ urinary tract/vaginal) type: bladder/urinary , migraines/headache , device breakage , dysmenorrhea (cramping) ,dyspareunia (painful sexual intercourse) , pain , fatigue , abdominal pain, discomfort were added. Events : pelvic pain, migraines. Fatigue outcomes updated. Event discomfort updated to pelvic discomfort. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. 678717-inv,700548-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, menometrorrhagia, arrhythmia, breast calcifications and endometrial ablation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, anemia, eczema, bunion, suicidal ideation, abdominal pain lower, nausea and vomiting. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse)"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/ urinary") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and pelvic discomfort ("discomfort"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, headache, dysmenorrhoea, dyspareunia, abdominal pain and pelvic discomfort outcome was unknown and the pelvic pain, migraine and fatigue had resolved. The reporter considered abdominal pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. The fallopian tube ostia were seen bilaterally without difficulty, however, attempts to pass the coils were unsuccessful in both ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: discomfort. Lot # 700548 is valid and was added to this case on (B)(6) 2019. Lot # 678717 is invalid. Batch number: 700548 , manufacture date:2009-12, expiration date:2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. 678717-inv ,700548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, menometrorrhagia, arrhythmia, breast calcifications and endometrial ablation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, anemia, eczema, bunion, suicidal ideation, abdominal pain lower, nausea and vomiting. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse)"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/ urinary") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, headache, dysmenorrhoea, dyspareunia, abdominal pain and pelvic discomfort outcome was unknown and the pelvic pain, migraine and fatigue had resolved. The reporter considered abdominal pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. The fallopian tube ostia were seen bilaterally without difficulty, however, attempts to pass the coils were unsuccessful in both ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: discomfort. Lot # 700548 is valid and was added to this case on (B)(6) 2019. Lot # 678717 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: update of information (batch is invalid). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.